Event description:
The customer reported that while the as3700 anesthesia system (a5) was being used on a pt, the system would not operate in auto or manual ventilation mode. No pt injury was reported.

Manufacturer narrative:
A company rep visited the facility and found that the bottom gasket on the absorber canister was not seated properly on the base. A replacement gasket on the absorber canister was provided and installed on site during the visit. The system was tested to factory specifications. It functioned normally and was returned to use.